Event description:
The patient was reportedly experiencing pain with device use and was refusing to wear the external equipment. The patient had multiple head trauma in the past. Testing of the device revealed it was functioning within normal limit. The patient was explanted and reimplanted with another advanced bionics cochlear device. Advance bionics is in the process of gathering further information; once further information is obtained, a supplemental report will be submitted.